Event description:
Patient's spouse reports recurring fluid build up, site unknown, which has not been resolveable. Patient's spouse states initially the fluid was diagnosed as a blood clot. The fluid was analyzed a second time, but was unable to be diagnosed. Patient has always and continues to receive good pain relief from the drug therapy. Additional information has been requested from the hcp, but was not available at the time of this report.